Event description:
It was reported that during a coronary drug-eluting stent treatment procedure, difficulties were encountered. A balloon was used to pre-dilate the lesion in an unknown coronary artery. The physician then tried to implant a taxus drug-eluting stent, but he was unable to do so. He then attempted to retrieve the device, but experienced difficulties. The stent/delivery device was removed as a unit with the guide catheter. The lesion was again dilated and the physician was able to successfully deploy another taxus stent. In the physician's opinion, the difficulties encountered in advancing and retrieving the device were due to the resistant characteristics of the lesion. No pt injuries or complications were reported.